Manufacturer narrative:
The actual device and ten (10) retained samples were evaluated. Visual inspection was performed on the actual sample which identified a perforation in the primary packaging and a small black stain on one of the edges of the primary packaging. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified on the actual sample; however, was not verified on the retained samples. The cause of the condition was determined to be related to the shipping/distribution process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had damaged primary packaging. The event occurred at the customer facility prior to patient use. There was no patient involvement. No additional information is available.